Event description:
Event description cpi received information that during an attempted implant procedure of a sweet tip bipolar lead (4269), after several attempts to implant they discovered the helix tip missing. Another (4269) was implanted.